Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system the customer experienced identification and susceptibility failures. No health impact or consequence reported.

Manufacturer narrative:
G5: PMA/510(k)#: k020321, k040099. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system a misidentification was reported for a patient isolate. The expected result was s. Aureus, but the result received was s. Epidermidis. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information b5. Describe event or problem, b6. Relevant tests/laboratory data and g5. Date received by manufacturer.

Event description:
It was reported when using the bd phoenix¿ m50 automated microbiology system a misidentification was reported for a patient isolate. The expected result was s. Aureus, but the result received was s. Epidermidis. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported discrepant results on their instrument. The instrument returned a result of stap. Epidermidis when staph. Aureus was expected. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse found the instrument to be functioning as expected. The fse performed an optical alignment and cleaning. Instrument log files were collected and sent to the global platform expert. A review of log files revealed the instrument was functioning as expected. Another fse visited the site 2 months after the initial visit and verified optical performance and performed a software upgrade. The instrument was again, found to be functioning as expected. Ultimately this instrument was removed from this account. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."